Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the unspecified tissue injury could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted successfully. To further reduce mr, a second clip was advanced to the mitral valve during leaflet insertion, the anterior mitral leaflet was noted to be perforated close to the second clip. A third clip was implanted lateral to the implanted clips, reducing mr to 2-3. No additional information was provided.